Event description:
It was reported that during ilet setup, insulin delivery was not active while awaiting a sensor reading, and the user observed a blood glucose level of 226 mg/dl; once setup completed, insulin delivery resumed and the high glucose was addressed with treatment and user education. Symptoms included hyperglycemia. Outcomes included no hospitalization, no alarms, and successful troubleshooting with education provided. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed no device malfunction and normal function after setup completion. It was concluded, based on previously established findings for similar reports, that user interaction during setup and therapy transition was the most probable cause.